Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis manifested by fever, abdominal pain, and cloudy peritoneal fluid. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for peritonitis. The same day as the event onset, the patient was treated with cefazolin (500mg, intraperitoneal, discontinued after 8 days), gentamycin (8mg, intraperitoneal, discontinued after 8 days) and "c3g" (30mg, intravenous, discontinued after 10 days) for peritonitis. Eight days after the event onset, the patient was treated with amikacin (intraperitoneal) for peritonitis. At the time of this report, the patient has recovered from the event. The action taken with pd therapy was not reported.